Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with complete pump reset information and will reset the pump as needed, with a follow-up planned if the issue persists.